Event description:
It was reported that customer passed away. After his passing, customer's insulin pump was donated to a friend of customer's mother. The friend, who now has the insulin pump, called in reporting excessive no delivery alarms on the device. During troubleshooting, the friend mentioned that customer had passed away. The friend did not know many details regarding customer's death. The friend's mother is a colleague of customer's mother. The date of customer's passing was unknown. The friend did say that customer's death was not due to a diabetes related issue. He stated that customer had died of something else. The friend knew nothing else regarding customer's death. The friend was advised of the proper donation process. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).